Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 42 mg/dl. Customer was treated with glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged insulin pump was over delivering. Customer experienced symptoms such as shaking. Customer was using auto mode. The customer was performed troubleshoot for the low blood glucose incident. The insulin pump will not be returned for analysis. .

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged over delivery anomaly and low bg's found on (B)(6) 2022. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and care link. Confirmed 23.3 units of normal bolus were delivered on (B)(6) 2022 between 10:28:48.00 and 23:57:04.000. Unable to confirm low bg's. Pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on pcba 1. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, cracked case, cracked case-corner of belt clip rails, label damage(serial number label peeling/fading and end cap address label peeling/fading) and corroded battery tube. In summary, customer allegation for over delivery was not confirmed. Unable to confirm low bg's. Moisture damage on pcba 1 was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6- health effect clinical code with this report.